Event description:
Per independent repair center statement the irc5po2v concentrator has low o2 or yellow light. The key failure was that the zip tie on the p/e valve needed replacing. Other issues addressed were the filter was dirty, the power switch had short circuited, and the hose clamp on the manifold needed replacing.